Event description:
It was reported that during a renal angioplasty, when the rx herculink elite renal stent system was advanced to the lesion, due to the heavily tortuous and heavily calcified, 90% stenosed artery, gentle force was used. Once at the lesion in the proximal renal artery, the rx herculink elite stent was deployed completely covering the lesion. There were no difficulties with the deployment of the stent, but the deployment caused a dissection at the ostium of the renal artery. Another herculink elite stent was immediately deployed successfully covering the dissection and had overlapped the first deployed stent by approximately 5 mm. There was no adverse patient sequela. No other device or procedural issues were noted. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx herculink elite peripheral stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.